Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 28 year-old female patient who had essure inserted for birth control. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 22 days after essure insertion, she experienced pelvic pain (seriousness criteria hospitalization, medically important and intervention required), inflammation ("chronic inflammation"), diarrhoea ("diarrhea"), constipation ("constipation"), anaemia ("anemia"), abdominal distension ("bloating"), nausea ("nausea"), headache ("headaches"), abdominal pain ("abdominal pain"), fatigue ("exhaustion"), rash ("rash"), tooth fracture ("broken teeth"), menstruation irregular ("irregular periods") and depression ("depression ") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). Essure was removed on (B)(6) 2021. An unknown time later she experienced gastrointestinal disorder ("gi issues"), back pain ("back pain"), gallbladder disorder ("gallbladder issues"), arthritis ("arthritis") and genital haemorrhage ("bleeding"). The patient was treated with surgery (essure removal surgery). At the time of the report, the pelvic pain, inflammation, diarrhoea, constipation, anaemia, abdominal distension, nausea, headache, hormone level abnormal, abdominal pain, fatigue, rash, tooth fracture, menstruation irregular, weight increased and depression were resolving. The outcomes for gastrointestinal disorder, back pain, gallbladder disorder, arthritis and genital haemorrhage were unknown. The reporter considered abdominal distension, abdominal pain, anaemia, arthritis, back pain, constipation, depression, diarrhoea, fatigue, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menstruation irregular, nausea, pelvic pain, rash, tooth fracture and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-apr-2022: plaintiff fact sheet received. Case became potential legal , lawyer added.event gi disorder, gallbladder issue, genital bleeding, back pain & arthritis were added. Date of birth updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left side had no essure within tube the device was protruding into endometrial cavity") and pelvic pain ("pain") in a 28 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and menorrhagia. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 22 days after essure insertion, she experienced pelvic pain (seriousness criteria medically important and intervention required), inflammation ("chronic inflammation"), diarrhoea ("diarrhea"), constipation ("constipation"), anaemia ("anemia"), abdominal distension ("bloating"), nausea ("nausea"), headache ("headaches"), abdominal pain ("abdominal pain"), fatigue ("exhaustion"), rash ("rash"), tooth fracture ("broken teeth"), menstruation irregular ("irregular periods") and depression ("depression ") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"). Essure was removed on (B)(6) 2021. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), gastrointestinal disorder ("gi issues"), back pain ("back pain"), gallbladder disorder ("gallbladder issues"), arthritis ("arthritis") and genital haemorrhage ("bleeding"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, removal of bilateral tubes and essure removal, partial hysterectomy). At the time of the report, the pelvic pain, inflammation, diarrhoea, constipation, anaemia, abdominal distension, nausea, headache, hormone level abnormal, abdominal pain, fatigue, rash, tooth fracture, menstruation irregular, weight increased and depression were resolving. The outcomes for device dislocation, gastrointestinal disorder, back pain, gallbladder disorder, arthritis and genital haemorrhage were unknown. The reporter considered abdominal distension, abdominal pain, anaemia, arthritis, back pain, constipation, depression, device dislocation, diarrhoea, fatigue, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, inflammation, menstruation irregular, nausea, pelvic pain, rash, tooth fracture and weight increased to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): cervix: surface erosion. Ulceration with chronic inflammation. Endometrium: specific pathologic changes myometrium: leiomyomas. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical records received. Reporter information, patient middle name, medical history, lab data, event: left side had no essure within tube the device was protruding into endometrial cavity added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), experienced inflammation ("chronic inflammation"), diarrhoea ("diarrhea"), constipation ("constipation"), anaemia ("anemia"), abdominal distension ("bloating"), nausea ("nausea"), headache ("headaches"), abdominal pain ("abdominal pain"), fatigue ("exhaustion"), rash ("rash"), tooth fracture ("broken teeth"), menstruation irregular ("irregular periods") and depression ("depression ") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"), 22 days after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, inflammation, diarrhoea, constipation, anaemia, abdominal distension, nausea, headache, hormone level abnormal, abdominal pain, fatigue, rash, tooth fracture, menstruation irregular, weight increased and depression was resolving. The reporter considered abdominal distension, abdominal pain, anaemia, constipation, depression, diarrhoea, fatigue, headache, hormone level abnormal, inflammation, menstruation irregular, nausea, pelvic pain, rash, tooth fracture and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), experienced inflammation ("chronic inflammation"), diarrhoea ("diarrhea"), constipation ("constipation"), anaemia ("anemia"), abdominal distension ("bloating"), nausea ("nausea"), headache ("headaches"), abdominal pain ("abdominal pain"), fatigue ("exhaustion"), rash ("rash"), tooth fracture ("broken teeth"), menstruation irregular ("irregular periods") and depression ("depression ") and was found to have hormone level abnormal ("hormonal imbalance") and weight increased ("weight gain"), 22 days after insertion of essure. The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, inflammation, diarrhoea, constipation, anaemia, abdominal distension, nausea, headache, hormone level abnormal, abdominal pain, fatigue, rash, tooth fracture, menstruation irregular, weight increased and depression was resolving. The reporter considered abdominal distension, abdominal pain, anaemia, constipation, depression, diarrhoea, fatigue, headache, hormone level abnormal, inflammation, menstruation irregular, nausea, pelvic pain, rash, tooth fracture and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.